Event description:
The customer reported that they were unable to test their blood glucose due to their meter displaying "cta". Patient reports feeling sick, however, they did not seek medical attention. No other information was provided.